Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it was noted, the phenomena might have been prevented by following these descriptions: ¿ do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of a blurry image when connected to the camera which was caused by bent video connector pins. In addition, it was recommended to update to software version 3.10. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device, visera elite video system center, had a burry image when the camera was plugged in. The device was returned to olympus. Upon inspection and testing of the customer returned device, it was observed that the blurry image was confirmed due to bent video connector pins. The bent video connector pins is a reportable malfunction. This report is being submitted for the malfunction found during evaluation. No patient involvement, delay or injury was reported.